Manufacturer narrative:
W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat a patent foramen ovale. After releasing the device, patient experienced atrial fibrillation and was subsequently cardioverted. Following cardioversion with 150j the patient returned to sinus rhythm.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list arrhythmia, such as atrial fibrillation or flutter, requiring treatment as a potential device or procedure related adverse event.